Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported that they passed out on the floor on the night prior to date notified and their family found them and called an ambulance. It was stated that the hospital did two mris on the patient's shoulders at the hospital, and the patient wondered if the MRI could have done anything to the implant. There were no device allegations related to this event. Indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2016-17973.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.